Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and it was discovered that the implantable cardiac monitor exhibited poor signals. It was noted that the patient had developed a hematoma and the device had become externalized. The device was removed, and the area was cleaned. The patient was stable throughout and post-procedure.